Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: during subsequent follow-up with the affiliate, additional information was obtained. Therefore, the event description has been updated accordingly. Correction b5; this is report 2 of 2 for (B)(4). The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device had use marks, also the pin actuator to jaw was detached. The jaw remained partially open when the trigger was in the closed condition. The shaft base was deformed. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the device might have been dropped or was tapped against a hard surface accidentally, as well as rough use could have contributed to the device observed condition. As per the instructions for use, inspect the device prior to use to ensure proper mechanical function. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
Updated event description: it was reported that during unknown procedure the expressew iii w/o hook device had two expressew guns break at the jaws in the same case. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed. This is report 2 of 2 for (B)(4).

Event description:
It was reported that during unknown procedure, the expressew iii w/o hook device had two expressew guns break in the same case. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.